Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. As a result, a revision procedure was scheduled. The lv lead was successfully repositioned. No adverse patient effects were reported.